Manufacturer narrative:
Investigation summary: bd received 2 samples from the customer in support of this complaint. The sample tubes were inspected with puncture marks being seen in the stopper. The samples were functionally tested and, both tubes were below specification limits 2.43ml. Additionally, 10 production lot in-house retention tubes samples were draw tested from the indicated lot and, underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode because the defect was observed in the sample testing; however, puncture marks were seen in the samples. The failure mode could not be duplicated in the retention testing. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "rn attempted to get lab work, reported she had blood return. Attempted again by second rn with all new equipment. Second rn had blood into purple top vacutainer, but wouldn¿t suction into second (one of reported products). The two defective vacutainers were compared after event and noted to be from same lot."